Event description:
The technician alleged the mattress air system is not functioning and that the coiled cable is cut with exposed bare metal wires. No patient impact.

Manufacturer narrative:
The technician replaced the air system coiled cable to resolve the issue.